Manufacturer narrative:
Sample 1: a 27 gauge vitreous probe was returned for evaluation. The sample was visually inspected and was deemed nonconforming. The needle is bent at approximately 20 degrees. Actuation testing was performed and deemed nonconforming. The port remained close. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. There is approximately 20-25 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. Some resistance was felt when removing the inner cutter from the bent needle. The inner cutter is slightly bent with little wear at the bend area. Actuation was retesting after the disassembly and was deemed conforming. The sample evaluation confirms the probe may have functionally stopped actuating during its use. The root cause for the probe not working appears to be due to the bent needle condition. It appears the mostly likely reason for the failure was from the needle becoming bent from handling during the surgical procedure. A bent needle will cause interference between the inner cutter and outer needle and cause the probe to stop working. Sample 2: a 27 gauge vitreous probe was returned for evaluation. The product sample was visually inspected and deemed conforming. An actuation test was performed and deemed conforming. An aspiration test was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The cut was choppy. The probe was disassembled and the components inspected. There was approximately 30-40 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. The sample evaluation does confirm the probe may did not cut well, while the probe did actuate and aspirate to specification. The reason for the choppy cutting of the probe was due to the time the probe was used. (B)(4).

Manufacturer narrative:
A product sample was not returned for evaluation. The final lot for the customer's product was identified. A device history record review for the lot was conducted. There were no anomalies found. The product was released based on the product¿s acceptance criteria. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that two cutters were not cutting and were aspirating during the same right eye vitreoretinal procedure. The products were replaced and the procedure was completed without harm to the patient. Product samples were requested for evaluation.